Event description:
A nurse at the dialysis center reported that about 30 seconds after starting a dialysis procedure, she noticed air in the blood tubing going to the pt. The blood had reached the dialzyer but from the dialzyer to just before the venous needle there was air. The nurse turned off the blood pump and disconnected the pt. The nurse stated the air almost reached the pt, but there was no alarm from the instrument before she saw the air. The instrument alarmed after she had already begun to take action. There was no pt injury or medical intervention.

Manufacturer narrative:
Add'l MFR's narrative: the instrument was inspected by a baxter svc rep the day after the event. No issue was found. The instrument met all performance specs at the time of eval. The customer has returned the instrument to svc and has had no further issue. Baxter issued svc bulletin # 796-0411a on january 9, 2003. This svc bulletin was written to address the potential for some sys air detectors to be out of range of the analog to digital signal converter in the air detection circuit. Instructions for inspecting the instrument and installing a signal attenuator are included in the svc bulletin. The svc rep has followed these instructions and the attenuator has been installed. After installing the attenuator, the svc rep tested the instrument again. This test indicated there was increased air detection sensitivity for this instrument.